Manufacturer narrative:
It was reported that the patient underwent a hernia repair in 2004 concurrently with abdominoplasty. It was reported that the patient underwent cholecystectomy in 2012.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003 and a mesh was implanted. It was reported that patient underwent miniarc sling, simple cystometry, cystoscopy and exam under anesthesia on (B)(6) 2015 due to sui. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that patient underwent a mesh removal on (B)(6) 2011 due to pain and erosion.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.